Event description:
It was reported that during an in-clinic follow -up, failure to capture and failure to sense was noted on the right atrial (ra) lead. X-ray was performed and revealed a dislodgement on the ra lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured within product specification. The reported events failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.